Manufacturer narrative:
The investigation has been completed. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was repaired and returned to the customer. This MDR is being submitted retrospectively as a part of the remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The device was returned to an olympus service center for evaluation. During the evaluation of the device, broken strands at the passive and active sides of the bending section were observed. There was no patient involvement, as the issue was observed during service.